Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description of events: while withdrawing an ampoule of midazolam for a pse, the base of the syringe plunger broke between the nurse's fingers. The sudden breakage caused the sampling needle to jerk out of the ampoule, almost touching the nurse's hand holding the ampoule. Precautionary measures and actions taken: dm not available for expert appraisal.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 300865 and lot number 2306729. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification.

Event description:
No additional info.